Event description:
It was reported that bd precisionglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305109 batch no.: unknown. It was reported that a significant amount of fluid spewed from the side of the base of the needle when attempting to complete injection. Verbatim: the consumer reported noticing a significant amount of fluid spewing from the side of the base of the needle when attempting to inject her medication; as a result her dose of the medication was lost.

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. The needle assembly came connected to a 3ml syringe. The syringe has the plunger rod-rubber stopper all the way down; therefore, it is empty. A visual inspection was performed using a 10x magnifier lens to the area where the needle is fixed to the plastic hub with white epoxy. No gaps or holes were observed. The syringe was filled with 2ml of saline solution, then it was slowly expelled. No leakage was observed from any area. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation no root cause could be determined due to no leakage being able to be observed by our quality team.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305109 batch no.: unknown. It was reported that a significant amount of fluid spewed from the side of the base of the needle when attempting to complete injection. Verbatim: the consumer reported noticing a significant amount of fluid spewing from the side of the base of the needle when attempting to inject her medication; as a result her dose of the medication was lost.